Event description:
It was reported by service report that the fowler is bouncy in the up position. The tech found that the fowler would not hold position when he applied weight to it. No patient involvement or adverse consequences are reported.